Event description:
The laser technician performed a "test fire" with the laser machine and disposable laser probe before the patient entered the room. Once the case begins, md begins using the laser probe and says that the laser probe is making visible burns on the sclera. The probe is switched to a new one (different lot number), it works correctly, and is used to finish the case. Subconjunctival dexamethasone and antibiotic ointment are administered.